Manufacturer narrative:
Concomitant medical products: catheter model/serial#: unk, implant: unk, explanted: (B)(6) 2011. Analysis results were not available at the time of this report; a follow-up report will be sent when analysis is completed.

Event description:
The patient had their device system replaced; and the patient and physician were "not happy" about the clinical effect of the replacement system. The patient had the replacement system for approximately 3/4 of a year. Prior to the replacement procedure, the patient had great success with a pump of an alternate model. The catheter was examined via an x-ray with contrast; and normal results were determined. A neurologist requested that the neurosurgeon change the whole system, and it was performed. The pump was noted to have been set on minimum rate on (B)(6) 2011. Drug delivered via the device was lioresal 500mcg/ml.

Manufacturer narrative:
Analysis of the pump revealed no anomaly, normal device function. Returned catheter included the sutureless connector (sc), proximal catheter segment, pin connector, and short distal catheter segment. Analysis of the same revealed no anomaly; a non-significant indent was seen down in the cup of the sc which did not affect infusion.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: the first pump was an isomed pump (noted as alternate model in the initial report) and was implanted for 10 years. It was explanted and replaced due to end of service. Following replacement of the second pump (due to the event reported in the initial report), the current implanted (third) pump was noted as "working very well". The patient was doing "really fine and is very happy with their new implanted system".